Event description:
It was reported that the trach tube in situ when inner lumen noticed to have a material?similar to radio-opaque line migrating into airway. Patient ventilated full time and was unstable at the time the issue was noticed. Due to high-risk patient's unstable airway, the ent changed the tube. No injury or impact on patient status occurred.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Foreign material was under the cuff. The problem source is unknown. DHR review was not performed since no lot number was provided.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the returned device revealed a substance under the cuff. When the cuff was inflated, the substance moved locations indicating that it was loose and not embedded. Using a razor blade, the cuff was cut and the substance removed. Using magnification, the substance appeared to be lint fibers. It is unclear as to the origin of the fibers, but were likely introduced into the inflation line via the liquid used to inflate the cuff. The instruction for use states under setup to use sterile water to inflate the cuff. No adverse trends have been identified related to this issue. No corrective actions are planned at this time.